Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluated the devices, and all of the devices exhibited evidence of proper cleaning and immersion. The attachments were observed to have excessive detergent residue coating the bearings, when is indicative of an improper detergent-to-water also being used during cleaning. Both motors also exhibited while detergent residue on internal components, and had damage to their motors and flex circuits that indicated the devices had been immersed. If additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6), stating that the device has cord damage (cable/cord/wiring). It is known that the event did not occur during surgery; however, it is also known that there was no pt/user injury or medical intervention reported related to this occurrence. No additional info available.